Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A product evaluation was performed. The battery was received disassembled. The plastic battery housing was not returned. The complaint was confirmed and the root cause is associated with a mechanical shock problem. Factors that could have contributed to the reported event include an impact event inconsistent with intended use. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that the spider 2 battery tenet 7609 was not working. No case reported; therefore there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.